Event description:
It was reported that the patient was seen on (B)(6) 2013 as the pump had eroded through the patient¿s skin to where one could see the catheter access port (cap). This did not result in an infection. The patient reportedly ¿does badly on oral¿ and the physician elected to take the pump out and replace it. The new pump was placed on the other side of the body on (B)(6) 2013. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).